Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported door not fully latched messages, caused by a failed upper link switch. The upper auxiliary assembly (including the failed switch) was replaced.